Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt remained in the hosp and continues to wear the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4), 04/2014 - reuse. Electrode belt (B)(4), 03/2012 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a pt experienced two inappropriate defibrillation treatments. Supra-ventricular tachycardia rate over treatment threshold contributed to the false detections. The pt was in the hosp at the time of the event. The pt was conscious for the second treatment. The pt's second treatment was witnessed by a cardiac fellow. A review of the downloaded data confirms the pt pressed the response buttons intermittently, but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatments. The pt remained in the hosp and continues to wear the lifevest.